Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for leak. It was reported that during device preparation of the clip delivery system (cds), the gripper cap was turned half a turn to de-air. The cap was closed; however, saline continued to leak from the gripper lever. The device was not used and there was no patient involvement. There was no additional information provided relating to this issue.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned and investigated. The reported leak was confirmed and a polyimide tubing protrusion was observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported leak and observed polyimide tubing protrusion appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.